Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself multiple times and switched between pacing and monitoring mode inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs from (B)(6) 2025, showed no evidence of power cycling or unintended mode changes. Comprehensive evaluation and testing were performed, without duplicating the report or any faults identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.